Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a pain stimulator (back), which was no longer helping them and they quite using it. They stated that their physician advised them to talk to someone regarding a pain pump. Additional information was received from the manufacturer representative on (B)(6) 2017 that they would be contacting the patient. Additional information was received from a consumer on (B)(6) 2017 reporting that the issue was first experienced on (B)(6) 2017. The cause of the loss of therapy was that it ¿did not work.¿ actions performed to resolve this were that the programs were changed several times. The patient was going to have a pump trial in november and would be out of pocket until november. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the stimulation is not covering the patient's pain. The stimulation has been reprogrammed many times. Caller stated because stim was not covering the pain the doctor had the stimulation turned off. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight information was provided by the consumer on 2017-nov-06. No further complications were reported.